Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Review of stored egm showed device exhibiting post-paced t-wave oversensing. Programming changes were made on the device and remains implanted.